Event description:
Boston scientific crm received information that a latitude alert was issued for this cardiac resynchronization therapy defibrillator (crt-d) due to tachy mode being set to other than monitor +therapy. No adverse patient effects were reported.

Event description:
Caller states customer was acting as though she were going to pass out after testing 132 mg/dl on the advantage system using comfort curve test strips. Caller contacted emergency medical technicians (emts) and customer tested 20 mg/dl on professional device 30 minutes after obtaining the advantage result. Customer received unspecified medical treatment from the emts; low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.